Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient had intermittent therapy that began a couple of months prior to (B)(6) 2016 in (B)(6) of 2015. The patient had noticed it more since he has been titrated off morphine. The rep saw no blatant open circuits or short circuits when checking electrode impedance. The rep went through all different reference electrodes and got a range around 2200 ohms. The patient stated that he always kept stimulation on but the physician programmer statistics from (B)(6) 2016 to (B)(6) of 2015 show that the ins had only been used 18% of the time. There were no recent medical tests or electromagnetic interference exposures. There were also no falls or traumas that could be related to the issue. The change in therapy did not relate to positional movement. The patient was to follow-up with a health care professional. Additional information has been requested regarding further troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was reiterated from the rep indicating that they were first aware of the intermittent therapy on (B)(6) 2016. The device was interrogated and impedances were checked in the upright and lying down position. The patient stated that their device was on all the time but interrogation showed less than 20% since (B)(6) 2015. The cause of the intermittent therapy was not determined. If additional information is received, a follow-up report will be sent.